Event description:
As reported by the user facility (translation of user facility info by (B)(4)): difficulties during setting up, difficult insertion released by an intern and picked the manipulation back up by the anesthetist. When removing, breaking the catheter at 4 cm.

Manufacturer narrative:
(B)(4). We received one used perifix catheter out of a perifix-soft-tip 701 set 18g filter lor without packaging. The received perifix catheter was taken to a visual examination. The perifix catheter is shorn off approx. 8.5 cm of the catheter tip. The shorn off area is slanted and shows a smooth structure. Additionally the length of the perifix catheter was measured according to drawing. Nominal: 1010 +7.5 -12.5 mm. Actual: 963 mm. The shorn off part with the catheter tip was not handed over by the customer. Such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. Therefore it is likely that the reported event occurred during the application process and consider the complaint as not justified. A review of the batch and manufacturing records revealed no abnormalities or nonconformities.

Manufacturer narrative:
(B)(4). The device is currently shipping from the customer to (B)(4) for investigation. A follow up report will be provided when the inspection results become available.